Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention on (B)(6) 2019 during which the ipg was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s controller displayed "end of service" message. As a result,surgical intervention may occur at a later date to address the issue. Ipg assessment is not available at this time.